Event description:
The purchase of this product was to help alleviate discomfort due to back problems. The product was purchased as new and included only the seat and a separate cellophane bag containing rubber pads for the bottom of the seat to prevent slippage of the unit. The unit was installed according to MFR instructions and according to the instructions of the supplier of the unit. The only paper as to a disclaimer was stapled around the left arm of the seat which at that time was overlooked since the paper followed the curved path of the arm and wound up wedged behind the seat. At the time of installation, the device appeared to function correctly. Rptr would frequently check the tightening knob to assure a secure fit of the unit to the toilet. Approx one o'clock in the afternoon pt had just arisen from bed and had to use the restroom. Pt was coherent but was in pain due to back. Rptr was present and aided pt from bedroom to the restroom approx twenty feet away. Upon reaching the bathroom, rptr checked the seat to make sure that it was secured and it appeared to be. Rptr was present as pt prepared to use the toilet. Pt with back to the toilet approx 3 inches away from the back of legs reached for the left arm of the toilet seat and as they put slight weight on the left arm and prepared to reach for the right arm, the seat pulled out from the toilet. Still holding onto the toilet seat by the left arm pt was thrown to the floor consequently hitting the left side of head on the sink cabinet and bath tub and bruising left leg with the toilet seat they still had momentarily clutched in left hand. Final position was on left side with back against the bathtub. Rptr immediately asked pt if they were seriously hurt. Responded that they were dazed and in pain from the fall. Rptr then picked up and carried them to the bedroom. About thirty mins later was feeling a little better and felt that the emergency room was not necessary at that time. By the next day, the pain had increased unbearably and serious bruising was developing on left leg and the left side of face. Pt was driven to the hosp and examined. Pt was told that there were no broken bones and it was suggested that they see physician in regards to the bruising incurred in the fall. Pt visited physician and per physician ordered to the hosp. Hospitalization lasted 3 days. While at the hosp and the days following return home the pain in the bruised area became more and more painful. An appointment was made with physician. Upon arrival the physician was greatly alarmed with the condition of the swelling and bruising of the left leg. In one spot of the bruise blood was seeping through the skin. The physician feared infection and without pain medication the leg was cut open and drained to relieve the pressure. During this extremely painful experience, pt several times almost passed out. The pain left pt in tears as witnessed by their son who had driven pt there. The dr was unable to use a local due to the puss in the leg absorbing the narcotic. The afflicted area was then bandaged and pt is to visit physician the next morning. Rptr is attempting to create videotape for viewing of the instability of this product and it will be sent to office shortly. As to the condition of pt, therapy has been recommended, by primary dr, due to prolonged disability induced in part by this injury.